Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The investigation could not determine a specific root cause. The data provided by the customer was evaluated. It was determined that an analyzer issue was not suspected since the calibration and qc data were acceptable. It was noted that a pre-analytical interference may be a potential root cause, but as relevant information was not provided, no further analysis could be performed.

Event description:
The customer received questionable results for creatinine plus (crea e) on one patient sample. All results are in mg/dl. The patient's initial result was 9.54, which was reported outside of the laboratory. The physician questioned the result. The sample was repeated on the same analyzer and generated a repeat result of 0.76. The sample was also repeated on another hitachi modular p analyzer and generated a repeat result of 0.82. The customer deemed the repeat result to be the correct result. There was no adverse event. The lot of r1 crea e reagent in use was 67062701, with an expiration date of 07/31/2013. The lot of r2 crea e reagent in use was 67301001, with an expiration date of 08/31/2013. The field service representative (fsr) could not find a cause for the issue. He checked the reagent probe and the rinse mechanism nozzle alignment. He also checked the rinse mechanism vacuum and water refill for proper levels. The customer had replaced the reaction cells and performed a probe alignment prior to the fsr's arrival. A precision run was performed and was successful. The customer processed successful qc and patient sample.